Event description:
The customer reported to olympus, during a therapeutic colonoscopy to remove a polyp, the subject device malfunctioned. The surgeon and nurse placed the subject device around the large polyp, 20 cm from the margin but was unable to manipulate the subject device, the surgeon tried to open it but a small piece of white cylindrical plastic came off in the colon and the subject device was stuck. The surgeon was unable to remove the subject device or open it and the spring at the level of the handle also broke. The surgeon inserted a second colonoscope into the rectum to use the 2nd operating channel to cut the subject device, ensure hemostasis and remove the broken material from the colon.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was observed: the operation pipe of the handle was deformed and broken. The condition of the hook was inspected by stretching the coil sheath. The loop was not connected to the hook as it was not returned for inspection. The hook presented no abnormalities such as deformation or bending. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, a likely factor causing the reported event was likely due to the following: the proximate side of the loop was temporarily retracted into the coil sheath, and the loop was caught in between the coil sheath and the hook. This prevented the slider from moving and the loop could not be detached from the coil sheath. Under these circumstances, the slider was forcefully operated. As a result, the operation pipe was bent and broken. Detachment fault of the loop was likely caused by the following mechanism: 1) the loop was detached from the hook while the coil sheath was being retracted into the tube sheath, or the loop was hung on to the tissue and it was positionally fixed at the distal end of the tube. As a result, the loop was unable to release. 2) the tube sheath was pulled toward the proximate side while the hook was extended from the distal end of the coil sheath. 3) since the tube sheath was pulled toward the proximate side, causing the tube to pull the loop. This caused the loop to retract into the coil sheath. As a result, the loop was caught in between the hook and inner surface of the coil, and the loop stopped moving. 4) the slider was forcefully operated in state of ¿3¿ description causing the operation pipe to bend and break. Furthermore, it is likely that a small piece of white cylindrical plastic was the loop stopper. However, since details of the circumstance were unknown, it could not be identified how and why the loop stopper came off in the colon. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿never use excessive force to operate the instrument. This could damage the instrument.¿ this supplemental report includes information added to h3 and h4. Olympus will continue to monitor field performance for this device.